Manufacturer narrative:
The exact patient age is unknown; however the patient was reported to be over the age of 18. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 365 laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis 100 watt console. According to the complainant, during the procedure, the tip of the fiber detached inside the kidney. The site was flushed and no fiber fragments were observed inside the patient, however the patient was scheduled to have a follow-up visit within the week to confirm that no piece of the fiber remained. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Updated with additional information received on october 24, 2017. This event was reported to the FDA via a voluntary medwatch report. The report number is 2100270000-2017-8002.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 365 laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis 100 watt console. According to the complainant, during the procedure, the tip of the fiber detached inside the kidney. The site was flushed and no fiber fragments were observed inside the patient, however the patient was scheduled to have a follow-up visit within the week to confirm that no piece of the fiber remained. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Additional information received on 24oct2017. The patient procedure was cystourethroscopy, urethral dilatation, right ureteroscopy, right holmium laser lithotripsy, right stone basket extraction, and right ureteral stent placement. The patient had a ureteral stricture which was dilated and also had distal narrowing of the ureter from edema.

Manufacturer narrative:
Visual examination revealed that there was no exposed glass fiber tip remaining. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip broke off. The condition of the returned device confirms the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 365 laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis 100 watt console. According to the complainant, during the procedure, the tip of the fiber detached inside the kidney. The site was flushed and no fiber fragments were observed inside the patient, however the patient was scheduled to have a follow-up visit within the week to confirm that no piece of the fiber remained. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.